Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife's has been experiencing low blood glucose episodes in the mornings after having battery issues last month. The patient woke up one morning nearly comatose. Another morning she had a low that caused a seizure. The patient's blood glucose at the time of incident was 29 mg/dl. The patient treated with orange juice and toast. Troubleshooting was declined. No products were returned or replaced.